Event description:
It was reported that at follow-up in the week after implant, this right ventricular (rv) lead exhibited high threshold and impedance and a micro-dislodgement of the lead was discovered. The patient was brought in to reposition the lead and during the procedure, the parameters were not satisfactory despite attempting multiple positions. It was also noted that during the positioning attempts the lead helix no longer extended. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix mechanism did not operate properly due to the helix housing being clogged with dried blood/body fluid. A stylet insertion test was also performed and indicated no blockage in the lumen. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that at follow-up in the week after implant, this right ventricular (rv) lead exhibited high threshold and impedance, and a micro-dislodgement of the lead was discovered. The patient was brought in to reposition the lead and during the procedure, the parameters were not satisfactory despite attempting multiple positions. It was also noted that during the positioning attempts the lead helix no longer extended. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.